Event description:
During direct stenting of the common iliac artery (side unk) the balloon of the stent delivery system (sds) ruptured during stent placement causing the stent to be placed in the inaccurate position and leaving the lesion partially uncovered. The pt is a male (age unk). The vessel had severe calcification, moderate tortuosity and a 100% stenosis. Access location is unk. The product was properly inspected and prepped prior to use. A guidewire was advanced across the lesion and the sds was placed at the lesion with no difficulty. When pressure was applied to the balloon it ruptured at 6 atmospheres. Therefore, the balloon was removed from the pt and another sds was used to treat the remaining uncovered lesion. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.